Event description:
On may 9, 2007, it was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography on a female pt using an autotome sphincterotomy device, the "cutting wire broke". The physician removed the device and successfully completed the procedure with another same device. No pt complications were reported.

Manufacturer narrative:
The device has been received, but the evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product trend analysis and product evaluation are in progress. Results of the device evaluation, device history record review, as well as the product trend analysis will be provided in a follow-up medwatch report.